Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (the charger resets) was confirmed. As received, the charger was resetting. Upon evaluation, there was liquid contamination on the battery board. The cause of the resets is the contaminated battery board. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the contaminated battery board.